Manufacturer narrative:
Submission date of this report: 04/27/98. Observations of unit as rec'd in the lab: 1. Pump releases and attaches to charger case without difficulty, yes. 2. Pump and charger are free of damage and excessive spillage, yes. 3. Cassette inserts into cavity and releases freely, yes. 54a-excessive spillage in cassette cavity. 4. Control knob is functional and moves freely, yes. 5. Pump-dc jack is not damaged and free of excessive spillage, yes. 6. Charger-dc connector is not damaged and free of excessive spillage, yes. 7. Touch panel is functional, lights illuminate and audible alarms sound, yes. 8. Pump is operational on both ac and dc power, yes.

Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung. The pt should have received one liter in 13 hours, but at 13 hours only 800 cc had been delivered. It took 16 hours to finish the feeding. The pump set and the gastrotomy tube were replaced 3 times. The reporter stated the pt experienced weight loss and skin breakdown. However there was no medical intervention reported as resulting from the event. One pt involved.